Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pumping stopped and the customer was unable to resume insulin delivery. Review of t:connect data confirmed multiple occlusion alarms had occurred. Blood glucose was 170 mg/dl. Reportedly, the supplies were changed to address the event and the customer declined troubleshooting with tandem's technical support.